Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had doors that were failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 5 & 6 failed to open. A field service engineer (fse) found a medcard buss cable connected to remote manager, but nothing connected on the other end. The fse removed a cable and replaced another that was missing a mount screw. Additionally, the fse replaced all door latches, ensuring proper functionality and security. The system functioned as intended after the field service engineer repaired the device.